Event description:
It was reported the pt still had effective stimulation coverage in her back and legs, however, she recently felt stimulation in her arms. The sjm representative met with the pt for reprogramming, and was unable to resolve the issue. The physician discussed intervention, but it was reported the pt did not want to pursue surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.